Event description:
It was reported by the caller that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly, the customer will change the cartridge to resolve the issue.